Event description:
The iab leaked. This ws the only info at the time of the report. On 9/3/98. The following was reported to datascope: faint blood was noted in the tubing from the pt to the console. There was no pt injury or complication as a result of the event. The pt was stable after the event. [Event complications]: reported 8/20/98; none-rpt'd 9/3/98. [Pt's current status]: stable-rpt'd 9/3/98.